Event description:
On (B)(6) 2012, a (B)(6) male patient without aaa underwent the right and the left common iliac artery aneurysm repair. One each of zenith iliac leg grafts were placed in both common iliac artery, and after ballooning, endoleak was confirmed in the right. The physician determined the leak was type IV because the endoleak was confirmed before contrast agent reached to the proximal side. He decided to take a wait-and-see approach and planned to perform CT after next week, and completed the procedure. The patient's condition is unknown as not provided by the reporter.

Manufacturer narrative:
(B)(4). Still under investigation.